Manufacturer narrative:
Na

Event description:
Patient came to the ER after receiving inappropriate shocks. The device reported a high voltage lead impedance of less than 20 ohms and possible output circuit damage. The lead was capped.